Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during fill cycle three of five of peritoneal dialysis (pd) therapy. The patient stated the heater bag became disconnected from the cassette line. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported alarm was determined to be a loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.